Event description:
It was reported that the device received an alarm - error code messages. The error codes displayed were 120.4610 and 120.4630. Tech support stated this issue has to do with the power supply processor, the processor charge is current running to low for the present charge. Replace the battery then the power supply board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: error code 120.4610 and 120.4630 on 8015 ls unit. Technical support - 1. Tech has error code 120.4610 on 8015 ls unit. 2. Has to do with the power supply processor, the processor charge is current running to low for the present charge, 3. First to replace is the battery on unit then next the power supply board. 4. Confirm part number for power supply board. A serial number was not provided therefore a review of the device history record cannot be performed. The customer¿s reported problem was confirmed. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code messages. The error codes displayed were 120.4610 and 120.4630. Tech support stated this issue has to do with the power supply processor, the processor charge is current running to low for the present charge. Replace the battery then the power supply board. There was no patient involvement.